Event description:
It was reported by svc report that the latch lever is worn and the cot would not fold the legs back to load. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latch lever.